Event description:
A patient service representative contacted zoll customer support to report that a (B)(6) female patient's electrode belt was malfunctioning during patient set-up the patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (equipment problem during patient set-up) was confirmed. Upon investigation there was intermittent signal distortion on both the front to back and side to side ECG channels. The cause was an intermittent +5v channel. The cause of the intermittent channel was isolated to ECG a. The root cause was unable to be positively determined, but was likely moisture in ECG a. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.